Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid colon procedure, the staple adjustment knob was turned, but the orange line was not moving into the green range. The device was fired. The device cut but no staples deployed. There were no staples seen at the site at all. There was enough bowel remaining to redo the anastomosis. Another like device was used to complete the procedure. There were no changes to the intraoperative or postoperative care reported and no adverse patient consequences reported.